Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Technical support instructed the customer to inspect and clean the pump's pneumatic tap area, which led to the successful completion of the load process, allowing the customer to resume their insulin regimen. The customer was advised to monitor the system performance, and no replacement was deemed necessary.